Event description:
It was reported that an unspecified malfunction alarm occurred. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. At the time of call with customer technical support, the customer had not yet addressed the bg. The customer reverted to an alternate method of insulin therapy.